Event description:
It was reported that during a turbinate reduction the coblator does not have the required efficiency for a turbinate reduction. After surgery it was sent to testing and it was found that the wands create less plasma than usual. No back up device was available and a no significant delay was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The original reason to report this case was that, based on the initial information we received, there was not any back-up device available in the procedure; however, after an additional contact held with the complainant, it was revealed that the procedure was successfully completed without significant delay and using a s&n back-up device; and that the patient did not suffer any injury or adverse consequence. Based on the aforementioned information, the manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the coblator does not have the required efficiency for a turbinate reduction. After surgery it was sent to testing and it was found that the wands create less plasma than usual. It is unknown if there were any backup device or delay in the procedure.